Event description:
It was reported that during the implant procedure the device's set screw did not sit right into the grommet when attaching the atrial lead. The set screw was removed and a new set screw and silicone was used. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).